Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of proximal colon in a robotic sigmoid colon resection, the circular anvil tilted while being maneuvered by the surgeon without being mated to the stapler or being fired. Surgeon used another stapler to resolve the issue. No patient injury.